Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced right-sided breast pain and left-sided grade iii capsular contracture postoperatively. At the follow-up consultation held on (B)(6) 2021, the patient¿s surgeon stated that the patient was experiencing mild tenderness in her right breast and suspected an early capsular contracture in her left breast. The diagnosis of the left-sided capsular contracture was confirmed by a healthcare professional on (B)(6) 2021. As a result, the patient underwent unilateral removal and replacement with a 325cc mentor memorygel breast implant (catalog #:3503254bc, left serial #:(B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 3-dec-2021, the suspected medical device was returned for evaluation. On 10-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear in the posterior view measuring approximately 0.5 cm in length. In addition, blue ink was observed in the anterior view of the implant. Leak testing was performed in accordance with mentor procedures and no additional leaks were identified. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear in the implant. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).